Manufacturer narrative:
1038671-2023-00828 concomitant devices: 02-010-01-0330 - logic femoral ps cem right sz 3 2135422 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm 2143291 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 2094041 the product associated with the reported event is within the scope of recall z-0021-2022: however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00828. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 136 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain and failure of implant. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.